Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 was detached and required new hinges and connectors. The field service engineer (fse) replaced the broken tower door and hinge to resolve the issue. The device was then tested in the application, and the test was successful. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 became detached. The customer reported that the door required new hinges or connectors; however, the latch remained intact and was reported to be reusable. There were no delay or adverse events or injuries reported based on this event.